Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated during in-house testing of retain device lot t12217n. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors; all tni results <0.05ng/ml. Manufacturing batch records for lot t12217n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.

Event description:
Customer reported poor troponini (tni) correlation between triage platform and reference lab. On (B)(6) 2021, a (B)(6) year-old female presented to the emergency center with chest pain. Patient was tested on triage, meter serial number (B)(4), and resulted with tni of 0.75 ng/ml. Reference lab resulted 0.012 ng/ml, instrument/method of reference lab is unknown. Customer stated the patient was not admitted. Reference ranges: triage 0.00-0.05, reference lab 0.012-0.033. Triage reported patient myo of 39.5 and ckmb of 1.1. Patient EKG reported: "normal rhythm with pvc abnormal with non-specific changes". Patient has no history of a heart condition. Final diagnosis provided as tietz syndrome, no mi. Customer stated patient was treated on the reference lab results, not on the triage results. Unknown if patient was referred to cardiologist.